Manufacturer narrative:
The initial reactive samples were within the retest zone and not tested in duplicate. The IFU states in the interpretation of results section: "retest zone: samples with an initial value of >7.5 and <12.5 miu/ml. If results are within the retest zone after initial testing, samples are to be retested. After retesting, if 3 results are available and 2 results are greater than >1.00, then the sample is considered reactive. If 3 results are available and 2 results are <1.00, then the sample is considered to be nonreactive." No further evaluation of the device is required.

Event description:
Reactive advia centaur (B)(6) results were obtained by the customer on several patient samples and reported to the physician without repeat testing in duplicate per the IFU. The reactive results were within the retest zone. The customer then tested all the reactive samples in duplicate. Nonreactive results for four of the patient samples were obtained. These were initially reported out as positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.